Manufacturer narrative:
Hamitlon medical ags conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: when the device starts to work, the 02 valve opens and a continuous flow sound is heard. The mixer block was changed, but the problem did not go away. In the measurement he made in the 02 pp valve socket on the motherboard, 16 volts is constantly read and probably keeps the 02 pp valve open all the time.